Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and confirmed the reported inability to hold pressure. During analysis the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av reviewed the complaint handling database and found no other events from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid femoral vein that was mildly tortuous and 80% stenosed. During inflation at nominal pressure, the armada 18 3 mm / 40 mm / 150 cm balloon, lost fluid at the hub of the delivery catheter. Extra pressure was applied with the inflation device to keep the balloon inflated. The procedure was completed successfully with this same balloon. The device was prepped per the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.